Event description:
The reporter stated that the dermatome was not taking a complete, satisfactory graft and that the graft could not be used and the procedure could not be completed. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.